Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted . The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted with cystoscopy, anterior/posterior repair of cystocele due to stress urinary incontinence, cystocele and rectocele. It was reported that the patient suffered rectocele and posterior enterocele and underwent a surgical procedure on (B)(6) 2005 and repliform was implanted. It was reported that the patient underwent removal of mesh on the same event date.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.